Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2020. Customer had lethargic. Customer was not using auto mode at the time of incidence. Customer was not using insulin pump at the time of hospitalization but it had been less than 48 hours. The insulin pump will not be returned for analysis.